Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted surgical procedure, the operating room (or) staff experienced a system error which prompted a restart. The system logs were reviewed, and 31089 errors were identified, indicating an issue with the tower fiber port 1. The or staff was asked to check the cable connection to ensure it was properly seated, but they did not have a backup blue fiber cable available. The customer reported event has no report of patient injury.